Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the fenestrated bipolar forceps instrument to perform failure analysis (fa). Fa was able to confirm and reproduce the customer reported complaint. The instrument was found to have damaged conductor wire insulation at the yaw pulley. There was fragmentation of the insulation, and the internal conductor wires were exposed. Although the conductor wire insulation was damaged, the internal wire was not frayed or fully broken. The instrument passed the electrical continuity test. Additional observation not reported but related to customer reported complaint: the instrument was found to have a mechanical indentation on the yaw pulley. One side of the yaw pulley had mechanical indentations caused the damage to the conductor wire insulation.

Event description:
It was reported that the fenestrated bipolar forceps instrument had a damaged conductor wire. There was no reported injury. Intuitive surgical, inc. (Isi) followed up with the customer and obtained the following additional information: the customer clarified that the issue was found prior to the procedure starting. The customer only confirmed that the insulation was damaged. The customer stated the instrument was not used on the patient.